Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed there was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. The first two proximal rows of stent struts were stretched and flared with fm fibers, possibly from a cloth or gauze used to wipe down the device. Magnified inspection presented no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage was observed. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The 4.5x16mm omega stent system was advanced into the patient, but was unable to cross the lesion. Damage was noted to the proximal end of the stent and the procedure was completed with a different device. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage was observed. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The 4.5x16mm omega stent system was advanced into the patient, but was unable to cross the lesion. Damage was noted to the proximal end of the stent and the procedure was completed with a different device. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).